Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call placed to technical services on 07/23/2018 reported that jumping impedances from 500-968 ohms. Patient feeling lightheaded, dizzy and headaches. The following physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).